Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the betadine sponge ¿came out¿ from the minicap. This was observed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that the sponge was found separated from the cap. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.